Event description:
The patient's mother reported to livanova that the patient's seizures were getting worse and she needed him to be referred to a neurologist. No further relevant information has been received to date.